Event description:
Customer reported to horiba medical (horiba) that the abx pentra 60 c+ hematology analyzer (pentra 60 c+) gave nucleated red blood cell (nrbc) and platelet aggregate flags on most pt samples. The lmne (lymphocytes, monocytes, neutrophils and eosinophils) matrix graph showed a small amount of plots in the lower left side. Customer indicated they would conduct multiple flowcell cleaning cycles. There was no report of any adverse event or injury requiring medical intervention or pt treatment. A horiba medical field service rep (fsr) was sent to the site to evaluate the instrument. The fsr reset the sample probe alignment, which was determined to be the root cause of the mismatching results. The sample probe alignment can be compromised during cleaning cycles due to mishandling by the user. The fsr additionally inspected and rebuilt the sample syringe and sample probe to ensure there were no other servicing issues that needed to be addressed.